Event description:
Reportedly, during the implantation of the device alizea, the smartcheck feature wasn't able to obtain the auto threshold parameter of both atria and ventricular leads. The doctor then tried to do manually the auto threshold and it took a couple of tries for it to be able to obtain a similar value than that of the manual threshold.

Manufacturer narrative:
Please refer to the attached report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the device alizea, the smartcheck feature wasn't able to obtain the auto threshold parameter of both atria and ventricular leads. The doctor then tried to do manually the auto threshold and it took a couple of tries for it to be able to obtain a similar value than that of the manual threshold.